Event description:
The customer reported the system displayed a ma sensor failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the high voltage power supply regulator and cleaned and relubricated the high voltage candlestick connectors. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.